Event description:
It was reported that a patient underwent a procedure to treat intestinal obstruction on (B)(6) 2015 and suture was used. On (B)(6) 2015 the patient underwent an additional procedure to treat occlusive hemorrhage at the anastomosis site which the surgeon opined was caused by the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent entero-entero anastomosis on double layer mucous, serous diseased tissue. The suture was placed continuous with multiple knots. Following the procedure, the patient experienced internal bleeding which created a clot. During the re-operation, it was reported that an issue was noted with the entero-entero anastomosis of the loop. The suture was not broken or untied, blood was found in the bowel and nothing was used to close the anastomosis. The current patient condition is good.